Event description:
Event description guidant received information that this lead exhibited a bipolar impedance and unipolar impedance of 2400 ohms and 2200 ohms respectively. According to a family memeber, the patient did experience a few falls this past year. A follow-up visit was scheduled within one weeks time.